Manufacturer narrative:
The technician found the side rail latch bolt and nut missing. The technician replaced the side rail latch bolt and nut, to repair the bed.

Event description:
Information received indicates the right side rail will not latch.